Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous right coronary artery. The physician attempted to inflate the taxus express2 3.0x32mm drug eluting stent balloon, but the balloon ruptured and the stent was unable to be dilated. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.